Event description:
After the first inflation, endoflator dial got stuck at 3 atmospheres. Device replaced and procedure continued without further incident.======================manufacturer response for priority with copilot, 20/30 priority pack with copilot (per site reporter).======================they want me to return the product and they will send a replacement.